Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Additional info has been requested. (B)(4).

Event description:
A technician reported a case of over correction in the left eye 6 months post lasik. Pt has been treated with steroid drop for the unexpected regression. Pt stated "blurry but happy." Additional info has been requested.